Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic right video-assisted thoracic lobectomy, the device was able to fire but the user was not able to deploy the reload using the green button. There was no patient injury.